Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No scrolling numbers anomaly noted. No moisture damage on electronics noted. The excessive no delivery alarm could not be verified due to button error alarm. The device also had a scratched display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the numbers on screen were scrolling on their own during a bolus attempt and the insulin pump alarmed button error. Blood glucose value was 8.2 mmol/l. The customer explained that she was walking by the pool and slipped into the water with the insulin pump. The customer also reported excessive no delivery alarms. The device was returned for analysis.